Manufacturer narrative:
(B)(4).

Event description:
It was reported that a white substance was observed on the external received. The substance was believed to be from a corroded battery. The neurostimulator was being explanted as part of a replacement, and when the physician made an incision the pt had a "milky substance internally." The pt was given antibiotics and a sample of the substance was submitted to a lab. The new neurostimulator was not implanted. Add'l info has been requested, but was not available as of the date of this report.